Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if either the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of "57 mg/dl and 372 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The test strips and control solution were replaced.